Event description:
It was reported that customer was hospitalized for dka. It was stated that customer has scar tissue and is using the same general sites to insert infusion sets. Troubleshooting performed, however, a tubing clamp was sent to customer in order to complete troubleshooting of pump.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.